Event description:
It was reported that this right atrial (ra) lead had a several rises in pacing impedances that were greater than 2500 ohms over the past year. Technical services advised to consider turning off the atrial tachy discriminators to avoid potential inappropriate therapy. The lead remains in-service. No adverse patient effects were reported.